Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29 h6: investigation summary one mfx2514mp sample was received without packaging for investigation; residual fluid was present in the device (appendix 1). A visual inspection of the mfx2514mp sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by flushing all the lines and by subjecting the sample to pressure testing; no leakage was identified throughout testing. Additionally the sample was subjected to air pressure testing whilst submerged under water; again no leakage was identified throughout testing. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 1 ext minibore quad-fsee, 4iv cnntrs.4ckvs leaked during use. The following was reported by the initial reporter: "our resuscitation department reported 2 events with potentially serious consequences related to the 4-way connectors reference mz9283. Twice there was a leak in the amine pathway leading to patient failure. For the first report on (B)(6), 2001, it was noted that the thread was crooked."

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 1 ext minibore quad-fsee, 4iv cnntrs.4ckvs leaked during use. The following was reported by the initial reporter: "our resuscitation department reported 2 events with potentially serious consequences related to the 4-way connectors reference mz9283. Twice there was a leak in the amine pathway leading to patient failure. For the first report on january 21, 2001, it was noted that the thread was crooked."